Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing/noise. The rv lead was reprogrammed. An rv lead revision is planned; however, the lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.